Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed as the device functioned properly. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the connector socket was corroded and failed clean test. It was determined that this was due to improper cleaning and care. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported that during an unspecified veterinary surgery, it was observed that the electric pen drive device, hand switch device and the cable device while in use together stopped functioning at first then there was a 5 second, then a 20 second delay and then a 30 second delay. It was unknown whether a spare device was available for use. It was reported that the surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.